Manufacturer narrative:
Concomitant medical device: 6940-52 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increased sensing integrity counter (sic) and suspected oversensing of noise and non-sustained ventricular tachycardia episodes. The physician indicated an incomplete lead fracture and the rv lead was capped and replaced with a subcutaneous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.